Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing pain. The patient reported experienced pain in their hip when lifting their leg this morning and the location of the pain was the implant location. The caller further reported that the patient's frequency symptoms have returned. The patient needed to turn stimulation down a couple weeks ago because of difficulty when lying on their side. When the patient was one their side they experienced stinging in the vaginal area. The caller reported that the patient fell a few weeks ago and was not sure if the implant was affected by the fall. The caller indicated that the stimulation issue was related to postural movement and after increasing stimulation from 1.7 to 1.8 or 1.9 the patient confirmed feeling comfortable stimulation in the lower hip and vaginal area. The patient reported that the return of frequency symptoms was sudden in that the patient could specify a date of onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.